Event description:
The patient experienced a shocking or jolting sensation while using a hot tub. Additional information has been requested, a follow-up report will be sent if additional information becomes available.